Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the pump to function properly when set to the optimal setting. The pump produced error message during extreme occlusion, which is an expected result of over occlusion. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
As per log analysis: on (B)(6) 2017 the large roller pump was started at 04:03:12. At 7:38:49 the pump reported an "underspeed" (head < demand) and again 5 seconds later. At 07:38:55 the pump reported "underspeed" (belt slip), and four seconds later '"underspeed" (head < demand) again. At 07:38:59 the pump stopped with no indication of why (like stopped by user). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the display membrane as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to (B)(4) / medwatch #1828100-2017-00247.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped with an 'underspeed' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: the large roller pump was being used for suction. During cpb, the sucker pump displayed an 'underspeed message' and later a 'beltslip' message. When these messages are displayed, this indicates the pump is rotating slower than the desired speed and indicates the pump is drawing more than the usual current in order to meet the desired speed. In most cases, this is due to overocclusion of the pump or due to twisting / kinking of the tubing in the roller pump. According to manufacturer's subsidiary, the occlusion level was adjusted, but the messages remained. The user addressed the issue by moving the tubing to an unused roller pump, and no further issues were observed or reported. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.